Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was received with battery cap and found missing battery cap contact. Unit passed active current measurement, sleep current measurement test, self-test, displacement test. P-cap was attached and locked into place properly. Pump was monitored. No heating up noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert occurred on (B)(6) 2024 09:21 and replace battery alert occurred on (B)(6) 2024 18:52 and replace battery now alarm occurred on (B)(6) 2024 19:23 in history files. No power anomalies noted during testing or in the pump trace download. Found evidence of moisture damage on pcba 1 and force sensor. The following were noted during inspection: battery tube threads cracked, cracked case, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, battery cap contact missing. Device heating up is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device heating up. The customer reported no adverse event. The event involved product(s) mmt-1880l.troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use of the device. Mmt-1880l was requested and customer response was the device returned.